Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through psr on 01/22/2019. Device evaluation: visual analysis of the returned device identified: underweight, broken and red particle in the gel. A microscopic analysis was performed which identify broken smooth in the anterior. Based on the device analysis the final assessment is: a broken smooth in the anterior side assessed as smooth opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.